Event description:
It was reported in a prospective study (titled "what is the importance of "halo" phenomenon around bone cement following vertebral augmentation for osteoporotic compression fracture?" By k.h. Kim et al.) On 175 patients treated with balloon kyphoplasty (bkp) or vertebroplasty (vp) at 202 levels, finds that the radiolucent peri-cement "halo" phenomenon, due to osteonecrosis and/or a lump cement pattern, represents a poor prognostic factor for post-vertebral augmentations performed for osteoporotic vertebral compression fractures (ovcfs) as these "halos" are frequently associated with vertebral recollapse. The study was divided into two groups, group a (with halo) consisted of 32 treated vertebra and group b (without halo) consisted of 170 treated vertebra. It was reported that 25 patients in group a experienced recollapsed vertebrae, 17 of which had improvement in back pain and eight experienced no notable improvement. It was also reported in the article that any residual back pain was "well controlled with nsaids and muscle relaxants in 13 of the 17 patients, with two requiring no pain medication." No further patient information or complications were reported. The type of bone cement used was not reported in the literature.

Manufacturer narrative:
(B)(4). A review of radiographic images in this article was performed in which "multiple images of vertebral augmentation show areas of bone resorption around cement, suggesting either insufficient fill, refracture or collapse of bone adjacent to cement." Products from multiple manufacturers were used in this study. Although it is unknown which devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.